Event description:
A laser technician reports a loss of suction during flap creation on one eye of one pt. The suction loss occurred about 5 to 10% completion of the flap and an error message was displayed. The error message could not be cleared and the pt was moved to another device to complete the flap. The flap was successfully completed and the pt then underwent successful lasik. The surgeon stated there were no concerns for this pt's outcome and no further pt info will be provided.

Manufacturer narrative:
A review of the log-file for the time of this pt's surgery confirmed a vacuum leak during the flap creation and also confirmed the interruption. Following the interrupted flap creation, the laser technical contacted technical service and was assisted by a technical support specialist. The laser technician ran system tests, which showed there were no issues. The following day, the laser technician started the system and subsequently used for another surgeries and no problems were noted. A root cause has not been identified. (B)(4).